Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately eight months ago. The aneurysm and vessel morphology from the time of implant is unknown. Currently, the aneurysm is 6 cm in diameter. The aortic neck was severely angulated with approximately 60 degrees of angulation due to continued disease progression, and tortuosity of the iliac limbs. The patient returned for a routine follow up appointment. The CT demonstrated that there was a proximal type I endoleak present. The physician implanted an aortic cuff, which resolved the proximal type I endoleak however; the aortic cuff inadvertently was implanted partially covered the renal artery. There was no further intervention performed. The patient has other health related issues of carcinoma. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, disease progression; angulated neck. Conclusion: disease progression; angulated neck.